Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a (B)(6) year old female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia outcome was unknown. The reporter considered metrorrhagia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced uterine scar ("caesarean-induced ishtmocele"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia outcome was unknown. The reporter provided no causality assessment for uterine scar with essure. The reporter considered metrorrhagia to be related to essure. The reporter commented: essure micro-insert available at healthcare facility. Metrorrhagia alternative explanation is that it is linked to caesarean-induced isthmocele from 2016. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: macroscopic examination inter-ovarian hysterectomy section weighing 100 g. The uterine body measures 6 cm in height, 5 cm wide and 3 cm thick. The cervix is 4 cm high and 3 cm in diameter. The endometrium is normal. Presence of a cyst in front of the isthmus measuring 1.3 cm in diameter. The right adnexa has a 6 cm long tube. The left adnexa has a 5 cm long tube. Presence of bilateral essures. Samples: 15 differentiated blocks. Cervix (1-2); isthmus (3); body and cyst in front of the isthma (4 to 11); right tube (12-13); left tube (14-15). Microscopic examination the cervix does not have any viral abnormality or dysplasia. A cyst with a benign ciliate cylindrical epithelium is found in front of the isthma. We observed an endometrium in the secretory phase. We note the present of adenomyosis lesions. A few calcifications within the myometrium are also noted. The tubes are coated with a benign epithelial coating and are congestive. We note slight fibrous remodelling secondary to the presence of the essure. No suspicious sign of malignancy. Conclusion the tubes are the seat of fibrous remodelling secondary to the presence of the essures. Endometrium in the secretory phase associated with adenomyosis lesions and a benign epithelial cyst in front of the isthma. The cervix presents no noticeable anomaly. No suspicious sign of malignancy.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: event "c-section scar" added, alternative explanation to "metrorrhagia" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced uterine scar ("caesarean-induced ishtmocele"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia outcome was unknown. The reporter provided no causality assessment for uterine scar with essure. The reporter considered metrorrhagia to be related to essure. The reporter commented: essure micro-insert available at healthcare facility metrorrhagia alternative explanation is that it is linked to caesarean-induced isthmocele from 2016. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: macroscopic examination inter-ovarian hysterectomy section weighing 100 g. The uterine body measures 6 cm in height, 5 cm wide and 3 cm thick. The cervix is 4 cm high and 3 cm in diameter. The endometrium is normal. Presence of a cyst in front of the isthmus measuring 1.3 cm in diameter. The right adnexa has a 6 cm long tube. The left adnexa has a 5 cm long tube. Presence of bilateral essures. Samples: 15 differentiated blocks. Cervix (1-2); isthmus (3); body and cyst in front of the isthma (4 to 11); right tube (12-13); left tube (14-15). Microscopic examination the cervix does not have any viral abnormality or dysplasia. A cyst with a benign ciliate cylindrical epithelium is found in front of the isthma. We observed an endometrium in the secretory phase. We note the present of adenomyosis lesions. A few calcifications within the myometrium are also noted. The tubes are coated with a benign epithelial coating and are congestive. We note slight fibrous remodelling secondary to the presence of the essure. No suspicious sign of malignancy. Conclusion the tubes are the seat of fibrous remodelling secondary to the presence of the essures. Endometrium in the secretory phase associated with adenomyosis lesions and a benign epithelial cyst in front of the isthma. The cervix presents no noticeable anomaly. No suspicious sign of malignancy. Most recent follow-up information incorporated above includes: on 10-aug-2020: event "c-section scar" added, alternative explanation to "metrorrhagia" added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced uterine scar ("caesarean-induced ishtmocele"). On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total inter-ovarian laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the metrorrhagia outcome was unknown. The reporter provided no causality assessment for uterine scar with essure. The reporter considered metrorrhagia to be related to essure. The reporter commented: essure micro-insert available at healthcare facility. Metrorrhagia alternative explanation is that it is linked to caesarean-induced isthmocele from 2016. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2020: macroscopic examination inter-ovarian hysterectomy section weighing 100 g. The uterine body measures 6 cm in height, 5 cm wide and 3 cm thick. The cervix is 4 cm high and 3 cm in diameter. The endometrium is normal. Presence of a cyst in front of the isthmus measuring 1.3 cm in diameter. The right adnexa has a 6 cm long tube. The left adnexa has a 5 cm long tube. Presence of bilateral essures. Samples: 15 differentiated blocks. Cervix (1-2); isthmus (3); body and cyst in front of the isthma (4 to 11); right tube (12-13); left tube (14-15). Microscopic examination: the cervix does not have any viral abnormality or dysplasia. A cyst with a benign ciliate cylindrical epithelium is found in front of the isthma. We observed an endometrium in the secretory phase. We note the present of adenomyosis lesions. A few calcifications within the myometrium are also noted. The tubes are coated with a benign epithelial coating and are congestive. We note slight fibrous remodelling secondary to the presence of the essure. No suspicious sign of malignancy. Conclusion: the tubes are the seat of fibrous remodelling secondary to the presence of the essures. Endometrium in the secretory phase associated with adenomyosis lesions and a benign epithelial cyst in front of the isthma. The cervix presents no noticeable anomaly. No suspicious sign of malignancy.. Sample received at quality unit yes date sample received: 10-26-2020 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.